Event description:
It was reported that the patient was seen in the hospital experiencing dyspnea. The right ventricular lead exhibited intermittent loss of capture. The device capture settings were reprogrammed. The patient was discharged and no additional symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.